Manufacturer narrative:
We have received the complaint device for evaluation. We observed the valvulotome shaft was cut at the middle, likely by the surgeon during the procedure with an attempt to remove the stuck device. The centering hoops were observed to be retained inside its sheath. However, we observed one of the blades was protruding out of its retainer slot. We have requested for additional information to the contact person at the hospital. However, he was unable to provide us any further information. At this time, we could not conclusively determine the root cause of the malfunction. It is possible that blade was caught on the side branch of the vein. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Surgeon was able to remove the valvulotome from the patient's vessel without requiring any surgical intervention. Procedure was completed using another hydro lemaitre valvulotome.

Event description:
Surgeon inserted the centering hoops of lemaitre valvulotome into the great saphenous vein (gsv) of the patient to lyse the valves in order to use the vein as a bypass conduit for lower extremity bypass surgery. However, during the procedure, valvulotome got stuck in the vein. Surgeon attempted to close the blades into its retainer. However, he was unable to do so. Carefully, he was able to remove the valvulotome from the patient's vein. There was no injury to the patient as the result of this incident. Surgeon used another valvulotome to complete the procedure.